Event description:
Medtronic received information that an apollo catheter had resistance and could not punch onyx. The patient was undergoing avm treatment. The access vessel was the femoral artery with a diameter of 7-8mm. The catheter was flushed as per instructions for use (IFU). The devices were prepared as per IFU. No patient symptoms were reported. Additional information was received indicating a continuous flush was administered during the procedure. The injection pause time was about 1 minute.

Manufacturer narrative:
The apollo micro catheter was returned for analysis within a shipping box; within a sealed plastic bio-pouch; and within an opened apollo outer carton. Visual inspection/damage location details: onyx residue was found within the apollo hub. No issues were found with the apollo hub or catheter body. The 1.5cm detachable tip was found to be detached from the apollo micro catheter and was not returned. It could not be determined if the apollo usable and distal floppy segment lengths meet specification as the 1.5cm detachable tip was found detached and not returned. The reason for not returning was not provided. Therefore, any contributing factors from the detached tip could not be assessed. No onyx residue was found within the apollo micro catheter distal tip lumen. The entire surface of the apollo micro catheter was examined under magnification, no pinholes or ruptures were found. No other anomalies were observed. Testing/analysis: the apollo total, usable lengths were measured to be within specification. An in-house 0.010¿ mandrel was inserted into the apollo micro catheter distal tip lumen and became stuck at ~27.5cm from the distal tip. It is likely the proximal section of the apollo is occluded with the remaining onyx. Conclusion: based on the device analysis and reported information, the customer¿s reports of ¿catheter occlusion¿ was confirmed. However, the root cause could not be determined. It is possible that the onyx became exposed to water, saline or blood causing the onyx to solidify. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.